Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: punctured tubes"), pelvic pain ("pelvic pains/increasingly intense pain/pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage") in a (B)(6) female patient who had essure (batch no. 919038, 826629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 ((B)(6) 2006; (B)(6) 2007; (B)(6) 2010; (B)(6) 2012 and (B)(6) 2014), pre-eclampsia (with 4th pregnancy), amniotic fluid volume decreased (in 5th pregnancy) and vaginal delivery (2 vaginal deliveries since placement of essure.). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), mood altered ("hormonal changes describe: extreme/mood/hormonal changes describe extreme sudden change"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), anger ("hormonal changes: describe short temper") and fatigue ("hormonal changes describe: tired"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and visual impairment ("vision/eye problems type: vision started getting worse"). In 2014, the patient experienced cardiac disorder ("blood or heart disorder/condition type: heart problems during pregnancy/pregnancy (with complications)") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 10 months after insertion of essure. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to the implants") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, cardiac disorder, menorrhagia, mood altered, vaginal haemorrhage, urinary tract infection, rash, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, anger, fatigue and abdominal pain lower had resolved and the device allergy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anger, cardiac disorder, device allergy, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Also, she began to experience symptoms that were indicative of an allergic reaction to the implants. Plaintiff was unable to ascertain the cause of the symptoms as a result of medical personnel disassociating the implants as the cause of her injuries. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding essure did not worsen previously existing injury/condition the essure was placed with one coil protruding. The left tube was then cannulized with 5 coils protruding. The pressure was lowered and the tube still looked patent, therefore, a second essure was placed in that left tube with one coil visualized. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: hormonal changes describe: extreme/mood; pregnancy with complications); abnormal bleeding (vaginal, menorrhagia); pregnancy (stillbirth or miscarriage); infection (bladder/urinary tract/vaginal) type: uti; malposition of essure device location of device: punctured tubes; rashes or skin conditions type: rashes; migraines / headaches; blood or heart disorder/condition type: heart problems during pregnancy; nausea; dysmenorrhea (cramping); pain; vaginal discharge; vision/eye problems type: vision started getting worse; weight gain / loss specify which one: weight loss, lower abdomen pain were added. Lot number received. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: punctured tubes'), pelvic pain ('pelvic pains/increasingly intense pain/pain'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy (stillbirth or miscarriage): miscarriage') in a 28-year-old female patient who had essure (batch no. 919038, 826629-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 ((B)(6) 2006; (B)(6) 2007; (B)(6) 2010; (B)(6) 2012 and (B)(6) 2014), pre-eclampsia (with 4th pregnancy), amniotic fluid volume decreased (in 5th pregnancy) and vaginal delivery (2 vaginal deliveries since placement of essure.). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), mood altered ("hormonal changes describe: extreme/mood/hormonal changes describe extreme sudden change"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), anger ("hormonal changes: describe short temper") and fatigue ("hormonal changes describe: tired"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and visual impairment ("vision/eye problems type: vision started getting worse"). In 2014, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2014, the patient was found to have heart rate irregular ("blood or heart disorder/condition type: heart problems during pregnancy/pregnancy (with complications) / irregular heart beating during pregnancy"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 10 months after insertion of essure. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to the implants"), abdominal pain lower ("lower abdomen pain") and rash macular ("blotchiness, breakouts on thighs and stomach"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, heart rate irregular, menorrhagia, mood altered, vaginal haemorrhage, urinary tract infection, rash, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, anger, fatigue and abdominal pain lower had resolved and the device allergy and rash macular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anger, device allergy, dysmenorrhoea, fallopian tube perforation, fatigue, headache, heart rate irregular, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, rash macular, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Also, she began to experience symptoms that were indicative of an allergic reaction to the implants. Plaintiff was unable to ascertain the cause of the symptoms as a result of medical personnel disassociating the implants as the cause of her injuries. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Essure did not worsen previously existing injury/condition. The essure was placed with one coil protruding. The left tube was then cannu1ized with 5 coils protruding. The pressure was lowered and the tube still looked patent, therefore, a second essure was placed in that left tube with one coil visualized. Lot number 826629 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received. Reporter information added. Event : blotchiness, breakouts on thighs and stomach added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: punctured tubes"), pelvic pain ("pelvic pains/increasingly intense pain/pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage") in a 28-year-old female patient who had essure (batch no. 919038, 826629-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 ((B)(6) 2006; (B)(6) 2007; (B)(6) 2010; (B)(6) 2012 and (B)(6) 2014), pre-eclampsia (with 4th pregnancy), amniotic fluid volume decreased (in 5th pregnancy) and vaginal delivery (2 vaginal deliveries since placement of essure). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), mood altered ("hormonal changes describe: extreme/mood/hormonal changes describe extreme sudden change"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), anger ("hormonal changes: describe short temper") and fatigue ("hormonal changes describe: tired"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and visual impairment ("vision/eye problems type: vision started getting worse"). In 2014, the patient was found to have heart rate irregular ("blood or heart disorder/condition type: heart problems during pregnancy/pregnancy (with complications) / irregular heart beating during pregnancy") and weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 10 months after insertion of essure. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to the implants") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, heart rate irregular, menorrhagia, mood altered, vaginal haemorrhage, urinary tract infection, rash, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, anger, fatigue and abdominal pain lower had resolved and the device allergy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anger, device allergy, dysmenorrhoea, fallopian tube perforation, fatigue, headache, heart rate irregular, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Also, she began to experience symptoms that were indicative of an allergic reaction to the implants. Plaintiff was unable to ascertain the cause of the symptoms as a result of medical personnel disassociating the implants as the cause of her injuries. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Essure did not worsen previously existing injury/condition. The essure was placed with one coil protruding. The left tube was then cannulized with 5 coils protruding. The pressure was lowered and the tube still looked patent, therefore, a second essure was placed in that left tube with one coil visualized. One lot number (826629) was found to be invalid. Lot number: 919038 manufacturing date: 2011/11 expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: previously reported event "blood or heart disorder/condition type: heart problems during pregnancy/pregnancy (with complications) " pt updated to "heart rate irregular" from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: punctured tubes'), pelvic pain ('pelvic pains/increasingly intense pain/pain'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy (stillbirth or miscarriage): miscarriage') in a 28-year-old female patient who had essure (batch no. 919038, 826629-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 ((B)(6) 2006; (B)(6) 2007; (B)(6) 2010; (B)(6) 2012 and (B)(6) 2014), pre-eclampsia (with 4th pregnancy), amniotic fluid volume decreased (in 5th pregnancy) and vaginal delivery (2 vaginal deliveries since placement of essure.). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), mood altered ("hormonal changes describe: extreme/mood/hormonal changes describe extreme sudden change"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), anger ("hormonal changes: describe short temper") and fatigue ("hormonal changes describe: tired"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and visual impairment ("vision/eye problems type: vision started getting worse"). In 2014, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2014, the patient was found to have heart rate irregular ("blood or heart disorder/condition type: heart problems during pregnancy/pregnancy (with complications) / irregular heart beating during pregnancy"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 10 months after insertion of essure. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to the implants") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, heart rate irregular, menorrhagia, mood altered, vaginal haemorrhage, urinary tract infection, rash, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, anger, fatigue and abdominal pain lower had resolved and the device allergy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anger, device allergy, dysmenorrhoea, fallopian tube perforation, fatigue, headache, heart rate irregular, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Also, she began to experience symptoms that were indicative of an allergic reaction to the implants. Plaintiff was unable to ascertain the cause of the symptoms as a result of medical personnel disassociating the implants as the cause of her injuries. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Essure did not worsen previously existing injury/condition. The essure was placed with one coil protruding. The left tube was then cannulized with 5 coils protruding. The pressure was lowered and the tube still looked patent, therefore, a second essure was placed in that left tube with one coil visualized. Lot number 826629 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: punctured tubes"), pelvic pain ("pelvic pains/increasingly intense pain/pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage") in a 28-year-old female patient who had essure (batch no. 919038, 826629-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 (B)(6), pre-eclampsia (with 4th pregnancy), amniotic fluid volume decreased (in 5th pregnancy) and vaginal delivery (2 vaginal deliveries since placement of essure.). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), mood altered ("hormonal changes describe: extreme/mood/hormonal changes describe extreme sudden change"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), anger ("hormonal changes: describe short temper") and fatigue ("hormonal changes describe: tired"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and visual impairment ("vision/eye problems type: vision started getting worse"). In 2014, the patient experienced cardiac disorder ("blood or heart disorder/condition type: heart problems during pregnancy/pregnancy (with complications)") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 10 months after insertion of essure. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to the implants") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, cardiac disorder, menorrhagia, mood altered, vaginal haemorrhage, urinary tract infection, rash, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, anger, fatigue and abdominal pain lower had resolved and the device allergy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anger, cardiac disorder, device allergy, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Also, she began to experience symptoms that were indicative of an allergic reaction to the implants. Plaintiff was unable to ascertain the cause of the symptoms as a result of medical personnel disassociating the implants as the cause of her injuries. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding essure did not worsen previously existing injury/condition. The essure was placed with one coil protruding. The left tube was then cannulized with 5 coils protruding. The pressure was lowered and the tube still looked patent, therefore, a second essure was placed in that left tube with one coil visualized. One lot number (826629) was found to be invalid. Lot number: 919038 manufacturing date: 2011/11 expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: punctured tubes'), pelvic pain ('pelvic pains/increasingly intense pain/pain'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('pregnancy (stillbirth or miscarriage): miscarriage') in a 28-year-old female patient who had essure (batch no. 919038, 826629-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5 ((B)(6) 2006; (B)(6) 2007; (B)(6) 2010; (B)(6) 2012 and (B)(6) 2014), pre-eclampsia (with 4th pregnancy), amniotic fluid volume decreased (in 5th pregnancy) and vaginal delivery (2 vaginal deliveries since placement of essure.). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), mood altered ("hormonal changes describe: extreme/mood/hormonal changes describe extreme sudden change"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), anger ("hormonal changes: describe short temper") and fatigue ("hormonal changes describe: tired"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and visual impairment ("vision/eye problems type: vision started getting worse"). In 2014, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2014, the patient was found to have heart rate irregular ("blood or heart disorder/condition type: heart problems during pregnancy/pregnancy (with complications) / irregular heart beating during pregnancy"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 10 months after insertion of essure. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("increased bleeding during menstruation/bleeding/ abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to the implants") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, heart rate irregular, menorrhagia, mood altered, vaginal haemorrhage, urinary tract infection, rash, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, anger, fatigue and abdominal pain lower had resolved and the device allergy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anger, device allergy, dysmenorrhoea, fallopian tube perforation, fatigue, headache, heart rate irregular, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Also, she began to experience symptoms that were indicative of an allergic reaction to the implants. Plaintiff was unable to ascertain the cause of the symptoms as a result of medical personnel disassociating the implants as the cause of her injuries. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Essure did not worsen previously existing injury/condition. The essure was placed with one coil protruding. The left tube was then cannulized with 5 coils protruding. The pressure was lowered and the tube still looked patent, therefore, a second essure was placed in that left tube with one coil visualized. Lot number 826629 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.